Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2005, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, a contralateral leg component, and an iliac extender component. On (B)(6), 2010, an additional procedure occurred whereby an iliac extender component and aortic extender component were implanted. Additional info has been requested.